Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who will use multiple daily injections as backup therapy to ensure continued insulin delivery. The caller was informed about returning the problematic pump and acknowledged the instructions for receiving and using the replacement pump.